Manufacturer narrative:
(B)(4). The report of air is an allegation against the cassette; however, since the product code is unknown, there will not be a us 510k number provided. Should additional information become available, a follow up MDR will be sent.

Event description:
Follow-up received on (B)(6) 2010: the consulting doctor defined this adverse event as being medically significant. The patient was admitted from continuous ambulatory peritoneal dialysis clinic to the adelaide and meath hospital, dublin with severe abdominal pain while on continuous ambulatory peritoneal dialysis. A chest x-ray showed air under the diaphragm and x-ray computed tomography of abdomen and pelvis with oral contrast was conducted. Pfa was normal. Patient was reviewed by the surgical registrar who felt it was most likely a pneumoperitoneum secondary to a continuous ambulatory peritoneal dialysis fault and unlikely a perforation. Patient's abdomen was soft and non tender to palpation with a crp of 8.8 and haemodynamically stable on discharge on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
A nurse reported to baxter (B)(4) that a home patient (hp) was seen at the hospital on the (B)(6) 2010 with stomach pains due to possible air intake into the patient's cavity. The nurse did not provide any further detail regarding whether or not the hp was admitted. Technical services (B)(4) spoke with the hp on (B)(6) 2010 who stated air did appear to be present in the peritoneal dialysis cassette. No further detail is available at this time.